Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
The device was returned to the manufacturer.

Event description:
Information was received from a healthcare provider via a manufacturer¿s representative regarding a patient who was receiving an unknown drug at an unknown concentration and dosage via an implantable pump for spinal pain. On (B)(6) 2016, it was reported that the patient was experiencing a lack of relief. The hcp performed a dye study, a rotor study, and read pump logs to ensure that the catheter and pump were functioning properly. All of the studies came back positive and nothing in the pump logs indicated that there was a malfunction. The hcp opted to replace the patient¿s pump on (B)(6) 2016.

Manufacturer narrative:
The pump was returned for analysis. Upon return, interrogation of the pump indicated that the pump was used to deliver normal saline (10 mg/ml at 0.062 mg/day). Analysis of the pump found no anomaly with the device. The conclusion code no longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.